Event description:
Kangaroo pump malfunction after power outage at pt's home. (Whole neighborhood) with pump plugged in, it read "lo bat" and flashed "6 ae" and was zeroing off. Took new pump out and the ac light was flickering but pump performed fine. (Ac light was steady when plugged in at agency). Pt said first pump was working fine until after the power outage.